Manufacturer narrative:
The agent reported, patient dislocated, age: 76 gender: male. Complaint has been evaluated and is similar to report number 1644408-2024-02041; 952-28-38d, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dislocation.